Event description:
The customer reported a discrepant bhcg result for a (B)(6) patient generated on the unicel dxi 800 access immunoassay system. The result was reported out of the laboratory and question by the patient herself, since she knew she was not pregnant. The sample was rerun on the same unit and on an unicel dxi 800 access immunoassay system and lower results were obtained on both systems. The sample was drawn in a gold top (serum) gel separator tube and centrifuged at 3600 rpm for 6 minutes. He sample loaded via power processor. The customer did not note fibrin, hemolysis or lipemia in sample. The qc data reviewed from (B)(6) 2012 were within customer requirements. System check from (B)(6), 2012 met specification.

Manufacturer narrative:
A field service engineer (fse) reviewed the event log, found 47 obstruction detection errors over the last 7 days. Inspection of the track sampling area found dried whole blood on the instrument cover. The fse performed the following: replaced the sample probe; pipettor alignments; verified ultrasonics and aspiration flow rate; rf level sense test; carryover and hs system check. Performed 50 reps of hcg male samples, all <0.7 miu/ml. Customer performed daily qc. All results with in service specifications. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. System validation documented in customer qc record. Although sample pre-analytical is implicated, it cannot be stated as the definitive root cause of this event. Customer was provided with sample handling documentation.